Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor was being wheeled to the postnatal desk to attend oxygen saturation on an infant. The monitor was approximately 1.5m away from the patient and within close proximity to staff member when the "on" button was pushed. At that time, a 'pop' sound was heard and the back of the monitor was engulfed in flames. Within 10 seconds, the flames dispersed and the monitor was promptly removed from the immediate patient area with black smoke coming from the back of the device. Within less than 4 minutes, security transported the faulty device to a 'safe' zone. This was reported to have occurred on (B)(6) 2016. There was no direct patient involvement, there was no report of an adverse event or patient harm.